Manufacturer narrative:
Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported from the site the during the patients admission the patient began having dark, tarry stools. It was reported that the patient had melena with anemia. No transfusions were required during this admission. No changes were made to the patient's anticoagulation regimen. The patient was discharged home on (B)(6) 2016. To date, no further issues with gi bleeding have been noted by the patient. No additional information available.